Event description:
During testing at the user facility, it was noted the control knob position did not match the displayed position. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that the control knob position did not match the displayed position and the device was programmable and intermittently operable. This was due to a damaged front case which holds the control knob. The cause for the damaged front case was misuse in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.